Manufacturer narrative:
We have received two open samples, the ampoules received have been optically evaluated and a defect in the tip of the ampoules was found. The tip is bent. The leakage of the glue occurs at this point. A review of the batch manufacturing record reveal this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Based on the conclusion derived from the investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. PMA/510k: k111959. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the product was found to be leaking. The issue was noted upon opening the package, and the histoacryl ampoule was unable to be used.